Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the balloon catheter, when negative was pulled on the indeflator, air was observed coming from the stopcock. The indeflator and stopcock were exchanged for new ones to complete the procedure. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stopcock leak was unable to be confirmed. It is possible that the devices were not properly connected causing a leak; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. As the reported stopcock leak was not confirmed, the investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.